Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip (x2) on (B)(6) 2014 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #1). Per operative notes, ¿ vertical midline ventral hernia was noted and sac was excised. A sepramesh ip (device #1) was placed in the abdominal cavity and sutured and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia and abdominal pain thereby underwent laparoscopic repair with implant of sepramesh ip (device #2). Per operative notes, ¿ in the vertical midline the adhesions of omentum and small bowel were reduced. Hernia had recurred inferior to the old mesh (device #1). The mesh (device #2) was placed covering the hernia defect and tacked inferiorly.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device #2). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip (x2) on (B)(6) 2014 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.